Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that bubble sensor configuration changed during a procedure which caused the pump to stop. The system was changed out and the procedure was completed without further issues. There was no report of pt injury. A sorin group field service representative was dispatched to the facility. While at the facility, the service representative replaced the bubble sensor and bubble sensor module. Subsequent testing confirmed that the system was working properly so it was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that bubble sensor configuration changed during a procedure which caused the pump to stop. The system was changed out and the procedure was completed without further issues. There was no report of pt injury.